Event description:
Additional information received from a manufacturer representative reported the patient had their implantable neurostimulator (ins) replaced within the past month.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, product type: extension. Product ID neu_unknown_ext, product type: extension. Product ID 37751, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient could not recharge their implantable neurostimulator (ins) using the recharger. The manufacturer representative thought the ins was flipped. When the patient tried to recharge the ins, they couldn't get more than four coupling bars. The area over the system almost felt lumpy. An x-ray showed the ins appeared to be facing the right way, but the extension wires looked twisted. The ins may have flipped once or more. The manufacturer representative stated the ins did not seem to where it was located on the x-ray when the patient tried to recharge. The cause of the event was unknown. No diagnostics or troubleshooting was done. No surgical intervention was taken or planned and the patient was alive with no injury. The issue was not resolved at the time of this report.

Event description:
Additional information received from a manufacturer representative reported the patient did not experience any symptoms related to the event and the cause of the implantable neurostimulator (ins) being in a funny position and tilted was not determined.

Manufacturer narrative:
Corrected.

Event description:
Additional information received from a manufacturer representative reported the health care provider (hcp) had not heard from the patient since the implantable neurostimulator (ins) was replaced. Troubleshooting related to the extensions was done during the revision procedure. The issue was resolved after replacing the ins and the patient was receiving effective therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that the health care provider (hcp) had not heard from the patient after the implantable neurostimulator (ins) was replaced in (B)(6) 2017 so they suspected the patient was doing well.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the patient did not experience any symptoms. The cause of the patient not being able to recharge the implantable neurostimulator (ins) was not determined. The patient had difficulty placing the recharger parallel to the ins due to the ins position and the patient's body contours. The patient was able to get four coupling bars at best and that was difficulty to maintain. The ins was not overdischarged and had not been overdischarged in the past. Three different recharging systems were tried. An x-ray was done and the ins did not appear to be flipped, but there was the appearance of multiple twists in the wires causing the manufacturer representative to wonder if the ins may have flipped at some point. The patient was going to meet with surgeon on 2017-03-20. It was unknown if the patient was receiving effective therapy. The ins was implanted with deep brain stimulation for anorexia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.